Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 273 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.